Event description:
An ophthalmologist reported that the system's intelligent phaco was not active all the time during surgery. The surgeon finished the surgery with no patient harm. No additional information is expected.

Manufacturer narrative:
A service visit was performed and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No additional information is expected. (B)(4).